Event description:
On echo, the valve was found to have a frozen leaflet and an elevated gradient with resultant stenosis. The valve was explanted and during the procedure, thrombus was observed on the leaflet. A 19 mm bioprosthesis from another manufacturer was implanted.